Event description:
The pt reported concern with the down button on the infusion device. Pt stated he noticed in (B)(6) 2010 that the down arrow button would not respond to button presses. Unable to troubleshoot at time of the report. Pt reported the button on the infusion device does pop back up when pressed. Pt reported insulin did spill in the cartridge compartment of the infusion device 3 weeks prior to report. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on 15 nov 2010, who stated there was no patient injury or medical intervention associated with this incident. The patient finished the box of supplies with no further issues and has been continuing therapy on the cycler. This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 (indicating air in the set) with the homechoice machine during dwell 3 of 4. The home patient was connected at the time of the alarm and the cause of the alarm was unknown. The patient was advised to use manual supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.